Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation. It is unknown which lead exhibited high impedances, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-21421. It was reported that one of the patient's leads were exhibiting high impedances. As a result, the leads were explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.